Manufacturer narrative:
Intuitive surgical, inc. Did receive the tip-up fenestrated grasper instrument to perform failure analysis and did not confirm or replicate the customer reported complaint. The instrument was tested on an in-house system and showed 1 life was remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. The instrument was fully functional. No product issue was found.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, a portion of incarcerated bowel tissue was perforated during the reduction of the hernia, and the procedure was converted to a mini laparotomy. After performing the reduction, the bowel was inspected to ensure survival of the incarcerated tissue. Upon further inspection, the bowel appeared to have a small perforation and the surgeon used the fenestrated tip-up grasper instrument to hold that portion of the bowel up towards the abdominal wall. The surgeon opted for this method so that the portion of the bowel that was perforated, could easily be found without having to make a full laparotomy incision. The surgeon left the surgeon side console to assist at the bedside, and the bowel tissue was successfully grasped using a third-party laparoscopic instrument. Since the surgeon was not at the console, the instrument release key had to be used, so the system could be undocked and moved away from the patient. To repair the perforation, the surgeon made a 4cm incision to convert to a mini laparotomy, so the grasped bowel tissue could be pulled up through the incision, resected, and to re-anastomose the bowel tissue. The surgeon stated that the perforation was unrelated to the da vinci system, an instrument or accessory malfunction; but was caused during the reduction of the hernia. The procedure was completed, and the patient was discharged from the hospital. The patient returned to the emergency department a few days later, experiencing nausea and vomiting; but was discharged the same day and has had no further complications.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the bowel perforation was due to the hernia reduction. Intuitive surgical, inc (isi) did receive the tip-up fenestrated bipolar instrument that was used during this reported event; therefore, failure analysis investigations are in progress.